Event description:
It was reported that during an esophagectomy, the 1st clip was malformed and the 2nd clip did not come out. Another device was used to complete the case. There was no torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: damaged antiback-up. The analysis results found that the mcm30 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, one clip partially formed was released due to the antibackup failure. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. It is possible this condition was caused be attempting to squeeze the device handle when it was not fully returned or by stopping the firing sequence and pulling the handle open.

Manufacturer narrative:
(B)(4).